Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("aub") in a 34-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (live birth: (B)(6) 1998, (B)(6) 2001, (B)(6) 2008 and (B)(6) 2011), pain in hip, polyarthralgia, post-traumatic stress disorder, bariatric surgery, miscarriage, non-smoker, lung biopsy in 2003, gastric bypass in 2015 and pseudotumor cerebri. Previously administered products included for birth control: condoms from 2007 to (B)(6) 2011; for an unreported indication: nifedipine. Past adverse reactions to the above products included blood pressure decreased with nifedipine. Concurrent conditions included migraine, headache, morbid obesity, neuropathy peripheral, carpal tunnel syndrome, asthma, anemia, arthralgia, sleep apnea, memory disturbance, insomnia, limbs stiffness, idiopathic intracranial hypertension since (B)(6) 2012, blurry vision, vitamin d deficiency, malabsorption, bacterial vaginosis, diarrhea, dry eye syndrome, gammopathy, meibomian gland dysfunction, neck pain, rotator cuff syndrome, uterine leiomyoma, musculoskeletal pain, fibroids, intermenstrual bleeding, meibomian gland dysfunction and muscle cramp. Family history included systemic lupus erythematosus (father), coronary artery disease (father), cerebrovascular accident (father), diabetes (father, grandfather), hypertension (father, grandfather), lupus syndrome (father), heart attack (father), stroke (father), asthma (mother), bipolar disorder (mother), alzheimer's disease (grandfather), brain tumor (grandfather), glaucoma (father) and breast cancer (maternal aunt). Concomitant products included medroxyprogesterone (depo provera), nortriptyline and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On(B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced genital blister ("blisters"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches/ headaches"), vaginal infection ("chronic vaginal infections"), rash ("rashes/ skin rash"), mass ("bumps"), dry skin ("dryness"), erythema ("patches resembling burn marks/ redness"), pruritus ("itching"), migraine ("migraines"), anaemia ("anemia"), abdominal distension ("bloating"), depression ("psychiatric depression"), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), paraesthesia ("paresthesia followed by neuro"), arthritis ("inflammatory arthritis"), dyspepsia ("dyspepsia"), nausea ("nausea") and arthralgia ("hip pain"). The patient was treated with hydroxychloroquine phosphate (plaquenil), sertraline (zoloft), pregabalin (lyrica), topiramate (topamax), topiramate, botulinum toxin type a (botox), ibuprofen (advil) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, mass, dry skin, erythema, alopecia, migraine, fatigue, anaemia, abdominal distension, depression, fibromyalgia, raynaud's phenomenon, paraesthesia, arthritis, dysmenorrhoea, allergy to metals, dyspepsia, nausea and vaginal discharge outcome was unknown, the genital blister and arthralgia was resolving and the pruritus had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, genital blister, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Onset date of autoimmune disorder was (B)(6) 2002, psychological problem was (B)(6) 2003 and migraine/headache was (B)(6) 2010 as per pfs. Essure worsened a previously existing injury/condition, migraines/ headaches. She was not advised of any complications from essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: coils in right place on (B)(6) 2011, after placement of the essure device, 2 trailing coils were noted in the left tubal ostea, 10 trailing coils were noted in the right tubal ostea. Approximate weight at the time of essure placement: 313.00 lbs. On (B)(6) 2012, MRI w/o contrast, impression: constellation of findings (including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses) which may be seen with increased intracranial pressure / pseudotumor cerebri. She had MRI of the brain in (B)(6) 2012, which shows constellation of findings including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses which are changes that may be seen with increased intracranial pressure. On (B)(6) 2014, MRI brain with and without contrast, impression: mild cerebral volume loss more than expected for patient's age. No acute stroke and no mass/mass effect. On (B)(6) 2014, endoscopic impression: normal esophagus normal stomach polyp in the bulb of the duodenum retroflexed views revealed a hiatal hernia on (B)(6) 2017, us pelvis with transvaginal impression: no sonographic evidence of a uterine leiomyoma. Normal uterus with an implantable device likely an essure device in place on (B)(6) 2017, patient had transvaginal ultrasound (essure confirmation test), result unspecified. Current weight as of (B)(6) 2018: 215.00 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received - event 'blister' was updated as 'genital blister'. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("aub") in a 34-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (live birth: (B)(6) 1998, (B)(6) 2001, (B)(6) 2008 and (B)(6) 2011), pain in hip, polyarthralgia, post-traumatic stress disorder, bariatric surgery, miscarriage, non-smoker, lung biopsy in 2003, gastric bypass in 2015 and pseudotumor cerebri. Previously administered products included for birth control: condoms from 2007 to 27-sep-2011; for an unreported indication: nifedipine. Past adverse reactions to the above products included blood pressure decreased with nifedipine. Concurrent conditions included migraine, headache, morbid obesity, neuropathy peripheral, carpal tunnel syndrome, asthma, anemia, arthralgia, sleep apnea, memory disturbance, insomnia, limbs stiffness, idiopathic intracranial hypertension since november 2012, blurry vision, vitamin d deficiency, malabsorption, bacterial vaginosis, diarrhea, dry eye syndrome, gammopathy, meibomian gland dysfunction, neck pain, rotator cuff syndrome, uterine leiomyoma, musculoskeletal pain, fibroids, intermenstrual bleeding, meibomian gland dysfunction and muscle cramp. Family history included systemic lupus erythematosus (father), coronary artery disease (father), cerebrovascular accident (father), diabetes (father, grandfather), hypertension (father, grandfather), lupus syndrome (father), heart attack (father), stroke (father), asthma (mother), bipolar disorder (mother), alzheimer's disease (grandfather), brain tumor (grandfather), glaucoma (father) and breast cancer (maternal aunt). Concomitant products included medroxyprogesterone (depo provera), nortriptyline and sumatriptan (imitrex). On 27-sep-2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In october 2011, the patient experienced blister ("blisters"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches/ headaches"), vaginal infection ("chronic vaginal infections"), rash ("rashes/ skin rash"), mass ("bumps"), dry skin ("dryness"), erythema ("patches resembling burn marks/ redness"), pruritus ("itching"), migraine ("migraines"), anaemia ("anemia"), abdominal distension ("bloating"), depression ("psychiatric depression"), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), paraesthesia ("paresthesia followed by neuro"), arthritis ("inflammatory arthritis"), dyspepsia ("dyspepsia"), nausea ("nausea") and arthralgia ("hip pain"). The patient was treated with hydroxychloroquine phosphate (plaquenil), sertraline (zoloft), pregabalin (lyrica), topiramate (topamax), topiramate, botulinum toxin type a (botox), ibuprofen (advil) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017 at the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, mass, dry skin, erythema, alopecia, migraine, fatigue, anaemia, abdominal distension, depression, fibromyalgia, raynaud's phenomenon, paraesthesia, arthritis, dysmenorrhoea, allergy to metals, dyspepsia, nausea and vaginal discharge outcome was unknown, the blister and arthralgia was resolving and the pruritus had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, blister, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Onset date of autoimmune disorder was 01-jan-2002, psychological problem was 01-jan-2003 and migraine/headache was 01-jan-2010 as per pfs. Essure worsened a previously existing injury/condition, migraines/ headaches. She was not advised of any complications from essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. Ultrasound scan vagina - on 15-jan-2017: coils in right place on 27-sep-2011, after placement of the essure device, 2 trailing coils were noted in the left tubal ostea, 10 trailing coils were noted in the right tubal ostea. Approximate weight at the time of essure placement: 313.00 lbs. On 20-nov-2012, MRI w/o contrast, impression: constellation of findings (including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses) which may be seen with increased intracranial pressure / pseudotumor cerebri. She had MRI of the brain in nov-2012, which shows constellation of findings including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses which are changes that may be seen with increased intracranial pressure. On 14-jul-2014, MRI brain with and without contrast, impression: 1. Mild cerebral volume loss more than expected for patient's age. 2. No acute stroke and no mass/mass effect. On 08-oct-2014, endoscopic impression: 1. Normal esophagus. 2. Normal stomach. 3. Polyp in the bulb of the duodenum. 4. Retroflexed views revealed a hiatal hernia. On 13-jan-2017, us pelvis with transvaginal impression: 1. No sonographic evidence of a uterine leiomyoma. 2. Normal uterus with an implantable device likely an essure device in place. On (B)(6) 2017, patient had transvaginal ultrasound (essure confirmation test), result unspecified. Current weight as of 27-feb-2018: 215.00 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("aub") in a 34-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (live birth: (B)(6) 1998, (B)(6) 2001, (B)(6) 2008 and (B)(6) 2011), pain in hip, polyarthralgia, post-traumatic stress disorder, bariatric surgery, miscarriage, non-smoker, lung biopsy in 2003, gastric bypass in 2015 and pseudotumor cerebri. Previously administered products included for birth control: condoms from 2007 to (B)(6) 2011; for an unreported indication: nifedipine. Past adverse reactions to the above products included blood pressure decreased with nifedipine. Concurrent conditions included migraine, headache, morbid obesity, neuropathy peripheral, carpal tunnel syndrome, asthma, anemia, arthralgia, sleep apnea, memory disturbance, insomnia, limbs stiffness, idiopathic intracranial hypertension since (B)(6) 2012, blurry vision, vitamin d deficiency, malabsorption, bacterial vaginosis, diarrhea, dry eye syndrome, gammopathy, meibomian gland dysfunction, neck pain, rotator cuff syndrome, uterine leiomyoma, musculoskeletal pain, fibroids, intermenstrual bleeding, meibomian gland dysfunction and muscle cramp. Family history included systemic lupus erythematosus (father), coronary artery disease (father), cerebrovascular accident (father), diabetes (father, grandfather), hypertension (father, grandfather), lupus syndrome (father), heart attack (father), stroke (father), asthma (mother), bipolar disorder (mother), alzheimer's disease (grandfather), brain tumor (grandfather), glaucoma (father) and breast cancer (maternal aunt). Concomitant products included medroxyprogesterone (depo provera), nortriptyline and sumatriptan (imitrex). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced blister ("blisters"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches/ headaches"), vaginal infection ("chronic vaginal infections"), rash ("rashes/ skin rash"), mass ("bumps"), dry skin ("dryness"), erythema ("patches resembling burn marks/ redness"), pruritus ("itching"), migraine ("migraines"), anaemia ("anemia"), abdominal distension ("bloating"), depression ("psychiatric depression"), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), paraesthesia ("paresthesia followed by neuro"), arthritis ("inflammatory arthritis"), dyspepsia ("dyspepsia"), nausea ("nausea") and arthralgia ("hip pain"). The patient was treated with hydroxychloroquine phosphate (plaquenil), sertraline (zoloft), pregabalin (lyrica), topiramate (topamax), topiramate, botulinum toxin type a (botox), ibuprofen (advil) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, mass, dry skin, erythema, alopecia, migraine, fatigue, anaemia, abdominal distension, depression, fibromyalgia, raynaud's phenomenon, paraesthesia, arthritis, dysmenorrhoea, allergy to metals, dyspepsia, nausea and vaginal discharge outcome was unknown, the blister and arthralgia was resolving and the pruritus had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, arthritis, back pain, blister, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Onset date of autoimmune disorder was (B)(6) 2002, psychological problem was (B)(6) 2003 and migraine/headache was (B)(6) 2010 as per pfs. Essure worsened a previously existing injury/condition, migraines/ headaches. She was not advised of any complications from essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: coils in right place. On (B)(6) 2011, after placement of the essure device, 2 trailing coils were noted in the left tubal ostea, 10 trailing coils were noted in the right tubal ostea. Approximate weight at the time of essure placement: 313.00 lbs. On (B)(6) 2012, MRI w/o contrast, impression: constellation of findings (including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses) which may be seen with increased intracranial pressure / pseudotumor cerebri. She had MRI of the brain in (B)(6) 2012, which shows constellation of findings including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses which are changes that may be seen with increased intracranial pressure. On (B)(6) 2014, MRI brain with and without contrast, impression: 1. Mild cerebral volume loss more than expected for patient's age. 2. No acute stroke and no mass/mass effect. On (B)(6) 2014, endoscopic impression: 1. Normal esophagus. 2. Normal stomach. 3. Polyp in the bulb of the duodenum. 4. Retroflexed views revealed a hiatal hernia on (B)(6) 2017, us pelvis with transvaginal impression: 1. No sonographic evidence of a uterine leiomyoma. 2. Normal uterus with an implantable device likely an essure device in place on (B)(6) 2017, patient had transvaginal ultrasound (essure confirmation test), result unspecified. Current weight as of (B)(6) 2018: 215.00 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received- new event hip pain were added. Lab data, concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("aub") in a 34-year-old female patient who had essure (batch no. 863579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (live birth: (B)(6) 1998, (B)(6) 2001, (B)(6) 2008 and (B)(6) 2011), pain in hip, polyarthralgia, post-traumatic stress disorder, bariatric surgery, miscarriage, non-smoker, lung biopsy in 2003, gastric bypass in 2015 and pseudotumor cerebri. Previously administered products included for birth control: condoms from 2007 to (B)(6) 2011; for an unreported indication: nifedipine. Past adverse reactions to the above products included blood pressure decreased with nifedipine. Concurrent conditions included migraine, headache, morbid obesity, neuropathy peripheral, carpal tunnel syndrome, asthma, anemia, arthralgia, sleep apnea, memory disturbance, insomnia, limbs stiffness, idiopathic intracranial hypertension since november 2012, blurry vision, vitamin d deficiency, malabsorption, bacterial vaginosis, diarrhea, dry eye syndrome, gammopathy, meibomian gland dysfunction, neck pain, rotator cuff syndrome, uterine leiomyoma, musculoskeletal pain, fibroids, intermenstrual bleeding, meibomian gland dysfunction and muscle cramp. Family history included systemic lupus erythematosus (father), coronary artery disease (father), cerebrovascular accident (father), diabetes (father, grandfather), hypertension (father, grandfather), lupus syndrome (father), heart attack (father), stroke (father), asthma (mother), bipolar disorder (mother), alzheimer's disease (grandfather), brain tumor (grandfather), glaucoma (father) and breast cancer (maternal aunt). Concomitant products included nortriptyline. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches/ headaches"), vaginal infection ("chronic vaginal infections"), rash ("rashes/ skin rash"), the first episode of erythema ("redness"), mass ("bumps"), dry skin ("dryness"), the second episode of erythema ("patches resembling burn marks"), blister ("blisters"), pruritus ("itching"), migraine ("migraines"), anaemia ("anemia"), abdominal distension ("bloating"), depression ("psychiatric depression"), fibromyalgia ("fibromyalgia"), raynaud's phenomenon ("raynauds"), paraesthesia ("paresthesia followed by neuro"), arthritis ("inflammatory arthritis"), dyspepsia ("dyspepsia") and nausea ("nausea"). The patient was treated with hydroxychloroquine phosphate (plaquenil), sertraline (zoloft), pregabalin (lyrica), topiramate (topamax), topiramate, botulinum toxin type a (botox), ibuprofen (advil) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, mass, dry skin, the last episode of erythema, blister, pruritus, alopecia, migraine, fatigue, anaemia, abdominal distension, depression, fibromyalgia, raynaud's phenomenon, paraesthesia, arthritis, dysmenorrhoea, allergy to metals, dyspepsia, nausea and vaginal discharge outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anaemia, arthritis, back pain, blister, depression, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, genital haemorrhage, headache, mass, menorrhagia, migraine, nausea, paraesthesia, pelvic pain, pruritus, rash, raynaud's phenomenon, vaginal discharge, vaginal infection, the first episode of erythema and the second episode of erythema to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Onset date of autoimmune disorder was (B)(6) 2002, psychological problem was (B)(6) 2003 and migraine/headache was (B)(6) 2010 as per pfs. Essure worsened a previously existing injury/condition, migraines/ headaches. She was not advised of any complications from essure removal procedure. She did not retain the essure device or any portion of it, after essure removed. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.3 kg/sqm. On (B)(6) 2011, after placement of the essure device, 2 trailing coils were noted in the left tubal ostea, 10 trailing coils were noted in the right tubal ostea. Approximate weight at the time of essure placement: 313.00 lbs. On (B)(6) 2012, MRI w/o contrast, impression: constellation of findings (including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses) which may be seen with increased intracranial pressure / pseudotumor cerebri. She had MRI of the brain in (B)(6) 2012, which shows constellation of findings including partially empty sella, prominent optic nerve sheaths, small meckel's caves, small transverse sinuses which are changes that may be seen with increased intracranial pressure. On (B)(6) 2014, MRI brain with and without contrast, impression: mild cerebral volume loss more than expected for patient's age. No acute stroke and no mass/mass effect. On (B)(6) 2014, endoscopic impression: normal esophagus. Normal stomach. Polyp in the bulb of the duodenum. Retroflexed views revealed a hiatal hernia. On (B)(6) 2017, us pelvis with transvaginal. Impression: no sonographic evidence of a uterine leiomyoma. Normal uterus with an implantable device likely an essure device in place on (B)(6) 2017, patient had transvaginal ultrasound (essure confirmation test), result unspecified. Current weight as of (B)(6) 2018: 215.00 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events headaches, dyspareunia (painful sexual intercourse), fatigue were clubbed with previously reported events. Events genital haemorrhage, depression, fibromyalgia, raynaud's phenomenon, paraesthesia, arthritis, dysmenorrhoea, allergy to metals, dyspepsia, nausea, vaginal discharge, uterine haemorrhage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), rash ("rashes/ skin rash"), the first episode of erythema ("redness"), mass ("bumps"), dry skin ("dryness"), the second episode of erythema ("patches resembling burn marks"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("chronic fatigue"), anaemia ("anemia") and abdominal distension ("bloating"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, mass, dry skin, the last episode of erythema, blister, pruritus, alopecia, migraine, fatigue, anaemia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, back pain, blister, dry skin, dyspareunia, fatigue, headache, mass, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal infection, the first episode of erythema and the second episode of erythema to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on 16-nov-2017: reporter information updated, lawyers added, event bloating was added, events skin rash, painful intercourse, hair loss, migraines were clubbed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), rash ("rashes"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), skin discolouration ("patches resembling burn marks"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("chronic fatigue") and anaemia ("anemia"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, back pain, menorrhagia, headache, vaginal infection, dyspareunia, rash, erythema, mass, dry skin, skin discolouration, blister, pruritus, alopecia, migraine, fatigue and anaemia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, blister, dry skin, dyspareunia, erythema, fatigue, headache, mass, menorrhagia, migraine, pelvic pain, pruritus, rash, skin discolouration and vaginal infection to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes were all removed. She was anemic due to heavy menstrual bleeding, and had to undergo a blood transfusion during the surgery. Since her removal surgery, her symptoms have mostly resolved, though some remain. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.